Event description:
Information was received indicating that a cadd ms3 pump displayed a battery alarm. There were no adverse events reported.

Manufacturer narrative:
Device evaluation: one cadd ms3 pumps was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing performed. Investigation unable to duplicate the customer stated problem. According to the investigation, no alarm for out of battery found during power up and testing of the device. Further investigation determined that customer battery was the issue and the alarming for out of battery was a warning to replace new battery. Therefore, no problem found with the out of battery alarming.